Event description:
Physician reported the removal and replacement of bilaterally implanted amo array intracular lenses in response to the pt's complaint of halos and glare at night, both of which are identified as risks in the product labeling. Visual acuity prior to removal of the array was 20/20 for distance. Near vision was 20/25 uncorrected.